Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The distal section of the cannula, near the fracture location, was melted and scratched with a hole. The wall thickness of the cannula near the fracture location was measure and found to be uneven and did not meet specifications. Based on the condition of the returned, it is likely that the cannula fracture was caused by instrumentation (possibly heat-producing) used during the procedure, or the uneven cannula and out of specifications wall thickness, or a combination of both. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic hysterectomy event description: "during the procedure the ctf71 was being utilized as the scope port which was placed in the umbilicus. During the case I was told that they removed the robotic scope several times to clean the lens. At the end when the surgeon removed the ctf71, he noticed approximately 30 to 40 percent of the distal tip of the trocar was missing. Upon further examination, this missing portion of the trocar was located in the patient's fascia. It was subsequently removed and the case was completed. The ctf71 was removed, disinfected and bagged for return to applied." The trocar was not noted to be reprocessed before use. Additional information received via email 21sep2021 from applied medical representative: the patient was fine after the case. The break occurred on the shaft. This break/fracture did not cause any particulation. The clamp used was [non-applied medical device]. Product is available for return. Intervention: the missing portion of the trocar was "subsequently removed and the case was completed." Patient status: the patient was fine after the case.

Event description:
Procedure performed: robotic hysterectomy. Event description: "during the procedure the ctf71 was being utilized as the scope port which was placed in the umbilicus. During the case I was told that they removed the robotic scope several times to clean the lens. At the end when the surgeon removed the ctf71, he noticed approximately 30 to 40 percent of the distal tip of the trocar was missing. Upon further examination, this missing portion of the trocar was located in the patient's fascia. It was subsequently removed and the case was completed. The ctf71 was removed, disinfected and bagged for return to applied." The trocar was not noted to be reprocessed before use. Additional information received via email 21sep2021 from applied medical representative: the patient was fine after the case. The break occurred on the shaft. This break/fracture did not cause any particulation. The clamp used was [non-applied medical device]. Product is available for return. Intervention: the missing portion of the trocar was "subsequently removed and the case was completed." Patient status: the patient was fine after the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.